Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy procedure using a rotarex device. It was reported that the rotarex atherectomy was completed successfully, and the device was removed from the body while the 0.018 inch rotarex wire remained in place. When the physician attempted to advance a balloon over the wire, it allegedly not advance. The 0.018 inch wire was then removed from the body, and it was observed that the proximal to mid portion of the wire had unraveled. The physician verified that no wire fragments remained in the patient. The procedure was completed using an alternative device. There was no reported patient injury.